Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 500 mg/dl at the time of incident then went to 54 mg/dl. Customer reported that quickserter was not working properly and was high because customer inserted the set in the wrong area also no site is affected but the serter don't work. Customer also reported that adhesive stick to the serter and was unable to insert it to the body, customer reported blood glucose was now stable at 250 mg/dl and going down. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.